Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received post-reset ram crc alarm. Customer¿s blood glucose level was 11.6 mmol/l. Customer stated that the power switched off in the middle of the night without an 8-hour notice before. Customer also stated that the received battery issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert, power loss alarm or replace battery alert noted during testing. Device monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted.